Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A good faith effort attempt has been made to get more information about the event and to retrieve the device for investigation. No response has been received so far. If additional information is received, a supplemental report will be filed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to non-specific product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported.